Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the left circumflex artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon delivery shaft was fractured over 15 centimetres from the hub. The device was simply removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 79.2cm from the hub. Microscopic examination revealed no additional damages. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the left circumflex artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon delivery shaft was fractured over 15 centimetres from the hub. The device was simply removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.